Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400585155. The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch:(B)(6). 2.4 software version: l030003. 2.5 hours of operation: 23043. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The device alarm 2119 (lcd backlight on defect) could be found in the device and alarm history, several times. During the last infusion the therapy was interrupted by the device alarm 2119 (lcd backlight on defect). 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 could not be performed. During the test, the device alarm 2119 (lcd backlight on defect) occurred. The flow rate was tested according to the technical safety check. The result of the test was with -1% within our specification. 3.6 disassembling: the device was disassembled, and the inside was investigated. It could be found liquid residues on the lc-display. 4. Judgment: 4.1 the complaint could not be confirmed. A delivery accuracy measurement according to iec 60601-2-24 could not be performed. During the test, the device alarm 2119 (lcd backlight on defect) occurred. The device alarm occurred because of a liquid damage on the lc-display. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility: (B)(6) rn along with other rn from acute dialysis transported pt back to (B)(6) unit. Rn (writer) saw patient being transported and met with rn. Rn (writer)immediately noticed that rate of heparin drip infusing at an extremely fast rate similar to a bolus. Rn writer knows that rate of heparin should be at 11 ml/hr. Rate seen on braun infusion pump was infusing at 1100 ml/hr. Rn writer asks rn to stop pushing bed in hallway and rn writer stops infusion pump at this time. Rn writer questions rn and asks her why is rate going at 1100 ml/hr. Rn stated that IV pump turned off on its own around 1900 and she had to reprogram heparin drip.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.